Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v287456, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v302545, implanted: (B)(6) 2009, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. A longevity calculation was performed to estimate battery life. The left device was programmed as c+, 3-,2-,1- and settings were 3.7v, 60us, 180hz and 309 ohms with 11.074ma. The battery was at 2.63v at the time of this report, estimated longevity was 13.6 months for elective replacement indicator and 16.6 months for end of service. The patient was coming back on the date of this report due to a return of symptoms and therapy impedance was low. It was low but was not flagging as a short. Electrode impedances were fine and were 0-866, 1-754, 2-398 and 3-668. On (B)(6) prior to the date of this report the patient had been at 4.4v with a therapy impedance of 304 ohms and at that appointment the patient had been turned down to 3.5v however had to increase patient to 4.4v soon after due to the patient being symptomatic. It was noted that the other side was not bad, the right side did not run down as quickly. The patient was at c+,1-, 2- and 3.8v, 60us and 180hz. Right side impedances were c/0-1011, c/1-1223, c/2-1094, c/3-1059 and 869 with 4.393. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.